Event description:
It was reported that a deep vein thrombosis (dvt) was found in a (B)(6) year old, male patient, weighing 89 kilograms after removal of the zoll icy catheter. The primary cause for hospitalization on (B)(6) 2014 was due to intracerebral hemorrhage. A cooling blanket was applied prior to the initiation of cooling. Blood coagulopathy results obtained prior to applying hypothermia indicated that the patient had normal platelets, pt (prothrombin time) and inr (international normalized ratio) values. The zoll icy catheter was placed in the right femoral vein and had an approximate dwell time of 72 hours. Insertion was smooth and was made in one attempt. There were no known conditions causing the patient to be non-ambulatory prior to hospitalization. Hypothermia treatment using the zoll icy catheter was successfully completed. A left brachial peripherally inserted central catheter (PICC) line was placed prior to the discovery of the dvt. Patient was on subcutaneous heparin for dvt prophylaxis but was not given any form on intravenous heparin. A CT scan of the abdomen was performed on (B)(6) 2014, a week after the catheter was removed because the patient had unexplained fever. An incidental finding of a dvt due to increased fever was discovered in the right external iliac and right common iliac. The interventional radiology (ir) lab placed a filter in the patient on (B)(6) 2014 to mitigate the dvt. There were no vessel injuries caused by the zoll icy catheter. Patient was at an increased risk for dvt due to immobilization and intracerebral hemorrhage. As of (B)(6) 2014, the patient is stable and in rehab.

Manufacturer narrative:
Please note that hypothermia therapy was successfully completed prior to the discovery of the reported dvt. Per zoll labeling, thrombosis is a possible complication with central venous catheters. In addition, physician indicated that the patient was at an increased risk for dvt due to immobilization and intracerebral hemorrhage. Furthermore, there were no reports of any issues or device malfunctions related to the zoll icy catheter. Product involved in the complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed.